Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): could not move from shoulders down [joint range of motion decreased]. Could not move [mobility decreased]. Problems with arms and legs (unspecified) [unevaluable event]. Arthritis [arthritis]. (B)(6). Rheumatoid arthritis [rheumatoid arthritis]. Case description: regulatory-spontaneous report was received on (B)(6) 2012 from a patient with initials (B)(6) via health authority (B)(4). The patient's medical history was significant for knee surgery (in 2011) and torn ligament in knee (a year ago). On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided, in an unspecified location. The lot number of synvisc was not provided. After the synvisc injection, the patient had problems with arms and legs and the patient "could not move from shoulders on down". The patient went to emergency room and was hospitalized and was treated with corticosteroids (unspecified). The patient stayed in the hospital for three days, later the patient felt better and went home. When the patient got off from the steroids, the same problem came back. On an unspecified, the patient experienced could not move and was treated with corticosteroids (unspecified). On an unspecified date, the patient developed shingles from the steroids and also developed rheumatoid arthritis and arthritis. The company assessed the event of rheumatoid arthritis and shingles as medically significant. The action taken with synvisc treatment was not provided. The outcome for the events of "problems with arms and legs (unspecified)", could not move from shoulders on down", "could not move" and shingles was not provided. The events of rheumatoid arthritis and arthritis was not yet recovered. Concomitant medications were not provided. The intensity for the event of arthritis was severe. The intensity for the events of "problems with arms and legs (unspecified)", could not move from shoulders on down", "could not move", shingles and rheumatoid arthritis was not provided. The qa (quality assurance ) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.